Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary bypass angioplasty [ptca] procedure, the catheter became kinked within the patient. The physician had successfully acquired retrograde arterial access and had negotiated the patient's vasculature under fluoroscopy with the 5f diagnostic catheter to cannulate and opacify the native coronary arteries/grafts. When the physician was attempting to remove the catheter post left heart diagnostic procedure, the catheter kinked. The cardiologist unsuccessful in removing the catheter form the patient. A radiologist was consulted to assist with the foreign body removal. The radiologist acquired secondary access via right femoral artery with a 7f sheath. A vascular snare device was used to successfully capture the retrieve the damaged catheter from the patient. Post-procedure the patient suffered an unrelated cardiac arrest event and was successfully resuscitated by the medical staff. Prolongation of hospitalization was deemed necessary by the physician.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause is attributed to clinical use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.